Event description:
Dealer advised initial alarm when turning on unit works intermittently and faint when working. Dealer advised need new on off switch. Dealer could not provide any further information.